Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pacemaker implantation surgery on (B)(6) 2020 and a barbed suture was used. The needle detached from the suture during continuous suturing on the subcutaneous chest. It was not a control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 11/16/2020 a manufacturing record evaluation was performed for the finished device lot pmh354 and the manufacturing criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.